Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that vessel puncture closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath relative to a femoral popliteal percutaneous transluminal angioplasty procedure. Reportedly, the thumb advancer was advanced against high resistance. The sheath did split completely but not as usual as it was split with high resistance. The clip was deployed; however, upon removal of the starclose se device, the clip remained in the distal end of the device. No vessel damage was observed. Fifteen minutes of manual arterial compression were applied to achieve hemostasis. Protamine was administered to revert the effect of heparin. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported thumb advancer/sheath split issue could not be replicated in a testing environment as it was based on operational circumstances. The clip deployed at the distal end of the device was confirmed. The returned device condition indicates a sheath split issue may have occurred. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.